Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was contamination of the flex cartridge from the r2 drain. The instrument is performing within specifications.

Event description:
A falsely elevated troponin I result of 0.63 ng/ml was obtained on a patient' sample. The result was reported to the physician. The original sample was retested on the original analyzer and a result of 0.05/0.00 ng/ml was obtained. The patient received a cardiac catheterization. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was contamination of the flex cartridge from the r2 drain.